Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was blank during an unknown phase of treatment. They pressed the ok and stop keys and touched the screen, but the screen remained blank. It was confirmed that the ok and stop keys made noise when pressed. The patient also noticed a ¿rubber burning smell¿ shortly after the blank screen issue started. The ts representative advised the patient to discontinue use of the cycler and issued them a replacement. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed that they had manual/continuous ambulatory peritoneal dialysis (capd) supplies and they were trained to perform pd therapy without the cycler. However, the patient stated they would not perform manual pd therapy. There was no indication that the event resulted in any patient injury or harm. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2008 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler touch screen test then passed. The cycler underwent and passed a voltage verification check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.